Event description:
A technician reports they were unable to get a pupil image on the eyetracker video. The flap had been made on the right eye and had been lifted. The flap was put back down during troubleshooting, which was not successful. The patient was moved to another laser and the treatment completed. All remaining patients for the day were treated on another laser platform. The technician stated the patient has been seen postoperatively and the surgeon had no issues or concerns for the patient's outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).